Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved clave¿ neutral connector where the customer reported that the device was unable to infuse during patient use. The customer reported that on vascular unit of hospital 3rd b they were having issues with the connector when going to infuse, it has also occurred when pump sets (luer lock) where connected, so the 1/4 turn of the connection maneuver didn¿t happen. Additional information was received stating that the connector failed to infuse when a pump set with luer lock connection was connected. There was patient involvement since they had the patient IV changed. No medication was used while using the connector. There was no delay in therapy, there was no adverse event, and no one was harmed as a result of this event. The event occurred at the end of the month of april, but specific date is unknown. There was no harm associated with this event.

Manufacturer narrative:
One (1) used. List #011-c3300, clave¿ was returned for evaluation. As received an unknown white substance was observed on the top seal, however no physical anomalies or damage on the clave was observed, and no mating device was returned for evaluation. As received the sample was primed at gravity pressure and no flow was observed, once the sample was dissembled a white powdery substance was observed inside the fluid path, and the occlusion was confirmed. Complaint of no flow was able to be confirmed and replicated. The probable cause was due to a dry infusate residual trapped inside the fluid path during use. Lot history review was performed and no discrepancy, anomalies or no-nonconformance were identified that might lead the condition reported by the customer.